Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an occlusion tone during an eye surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information was requested for this case. There is no product sample available for evaluation.

Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes and additional MFR narrative. The lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. This file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
(B)(4).